Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s inventory manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow up with the facility¿s registered nurse (rn) revealed that the issue was that the clamp on the heparin line of the bloodline did not properly occlude resulting in blood loss. The issue occurred three hours and twenty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm, but is not expected to for this issue. There was no defect or damage noted on the clamp or bloodline. There were no issues noted during priming. There were no changes or disruptions in pressure or blood flow rate during treatment. A fresenius dialyzer was in use. The nurse clamped the heparin line and the patient continued treatment. The patient successfully completed treatment with the same machine and supplies. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient serious injury or medical intervention required as a result of this event. The complaint device is not available to be returned to the manufacturer for evaluation. The bloodline lot number is not available.

Event description:
A user facility¿s inventory manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow up with the facility¿s registered nurse (rn) revealed that the issue was that the clamp on the heparin line of the bloodline did not properly occlude resulting in blood loss. The issue occurred three hours and twenty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm, but is not expected to for this issue. There was no defect or damage noted on the clamp or bloodline. There were no issues noted during priming. There were no changes or disruptions in pressure or blood flow rate during treatment. A fresenius dialyzer was in use. The nurse clamped the heparin line and the patient continued treatment. The patient successfully completed treatment with the same machine and supplies. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient serious injury or medical intervention required as a result of this event. The complaint device is not available to be returned to the manufacturer for evaluation. The bloodline lot number is not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.